Event description:
It was reported that the right atrial (ra) lead had high impedance, possible fracture, and that the implantable cardioverter defibrillator (ICD) inappropriately mode switched due to atrial lead noise. The lead was explanted and replaced. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d334trg ICD; implanted: (B)(6) 2013. (B)(4).